Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: offset 30 degrees broach handle left: ref. 01.10.10.131 / lot 1210184 (15 handles produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. All the handles of the lot are on the market and no similar incidents have been reported. We did not receive the precise lot number of the amistem broach size 2 coupled with the handle, but we got three possible lots that were available in the hospital during the surgery: amistem broach size 2, code 01.18.10.102: lot 1111320,(B)(4) items produced on january 20, 2012; no anomalies found in the batch review. Lot 1112203, (B)(4) items produced on june 08, 2012; no anomalies found in the batch review. Lot 1310508, (B)(4) items produced on july 26, 2013; no anomalies found in the batch review. All the broaches of the three lots are on the market and no similar incidents have been reported. From the data collected, there are no evidences that the event is device related.